Manufacturer narrative:
Date of report: 09/07/2018. Date received by manufacturer: 06/21/2018. A power management (pm) printed circuit board assembly (pcba) was returned to philips for investigation. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that no fault was found. .

Event description:
The customer reported that the battery was not charging. No patient involvement .